Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 12114m500; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect ca19-9xr reagent list number (B)(4), lot number 12114m500, was identified.

Event description:
The customer observed falsely elevated ca19-9 results while using the architect ca19-9xr assay. The customer provided the following results: initial result: 42.58 u/ml, retests: 3.94 u/ml, 3.83 u/ml no additional patient information was provided. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.